Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. After predilatation was performed, during inflation of the 2.5 x 15 mm multilink 8 stent delivery system (sds) balloon in the lesion, it was observed that there was no stent implant on the balloon. The sds was easily advanced and positioned at the target lesion with no resistance felt during advancement. Angiography of the patient's anatomy did not find the dislodged stent; however, it is unknown if the stent implant dislodged during preparation or during advancement in the anatomy. A new sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - failure to follow instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states in the inspection prior to use section: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The reported information suggest the stent may have dislodged prior to insertion and was conservatively reported for foreign body in patient as it is unknown if the stent dislodged during preparation or during advancement. In this case, the lack of inspection prior to use to inspect the stent did not cause or contribute to the reported stent dislodgement as may have resulted form handling during preparation of the device.